Event description:
Per the audiologist, the patient was treated for a csf leak at initial activation (date not reported). One month later, the patient had revision surgery to reposition the device as the receiver stimulator had broken through the skin. The patient is being monitored.

Manufacturer narrative:
.